Manufacturer narrative:
The t:flex pump user guide states: "check your t:flex pump personal settings to ensure that they are correct." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carb ratio on the customer's previous pump would result in different bolus dosages of insulin than customer's current pump. Tandem technical support checked pump logs and found that customer's previous pump was 1:2 carb ratio and new pump was 1:20 carb ratio. Customer reported accidentally entering 20 while inputting pump settings. Customer's blood glucose was 144 mg/dl. Customer requested assistance changing carb ratio with tandem technical support to resolve the issue.